Event description:
A report was received that during a trial procedure, the patient stopped breathing. The trial was aborted and the patient was revived. It was also reported that it was not device or procedure related.